Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: an introducer, a coil and a plunger were returned. The coil was returned inside the introducer. There was blood present in the introducer. The plunger was slightly kinked. The proximal portion of the coil could be seen in the introducer hub. An attempt was made to advance the coil with the plunger, but when the coil was advanced about 80%, resistance was met due to the presence of blood on the introducer and the coil could not be retrieved. The introducer was cut in an attempt to remove the coil; however, it was jammed due to the dried blood. The coil was noted to be stretched and broken. The zap tip could be seen stuck in the dried blood. Apex zap tip shape and surface was smooth. Dimensional measurements could not be taken due to the condition of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user related as the dfu instructs the user to begin continuous flush before introducing the coil into the catheter. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2013. It was reported that during introduction for an embolization treatment procedure, resistance was encountered upon advancing the coil. The target area was located in the internal iliac artery. A 6mm/6.5 mm vortx-18 injectable coil was selected to treat the target vessel. After unpacking the device, the introducer was inserted into the hub of the renegade microcatheter. Continuous flush was utilized; however, upon advancing the coil using the plunger, severe resistance was encountered. Procedure was completed with another of the same device. No patient complication was reported and the patients¿ status is good.